Event description:
It was reported that this event involved a pt with a left internal jugular vein insertion site. While disconnecting the line from the hemofiltration circuit, the line was treated in the usual way. The procedure is as follows: aspirated 3mls of blood, flushed with 10mls of saline and locked the line with appropriate volume of sodium citrate, positive press was kept with the syringe, the line was clamped and then capped. The same procedure was administered with the other extension line. Then it was noticed there was blood flashback into both of the extension lines even though they were both clamped. The line had been locked with sodium citrate 46.7%, there was a possibility that this could have gone into the pt's cardiovascular system which could have changed the stability of the pt's blood pressure (bp). This did not occur, but the potential was there. The nurse commented that it seems to have only been occurring since they started the use of dura loc. This is the sodium citrate. The pt was discharged from (B)(6) on (B)(6) 2010. There was no medical/surgical intervention. There was no consequence for the pt. There was no pt death.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.